Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker's battery was depleting faster than expected. At data review, it was confirmed that power consumption was increasing gradually and consistently with the hydrogen gas content in the sealed pacemaker atmosphere. It was recommended to have this pacemaker replaced or reevaluated in the next 90 days. Device was explanted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker's battery was depleting faster than expected. At data review, it was confirmed that power consumption was increasing gradually and consistently with the hydrogen gas content in the sealed pacemaker atmosphere. Device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. Device has not been returned, therefore product analysis could not be performed. Product review did not identify any potential quality issue or new patient harm. Conclusion code: "cause not established". This supplemental report is to add or correct the following: b. Adverse event or product problem: 1. Type of report. 2. Outcome attribute to adverse event. 5. Describe event or problem. D. Suspect medical device: 6b. If explanted, give date. H. Device manufacturers only: 1. Type of reportable event. 6. Adverse event problem in health effect - impact code. 10. Additional manufacturer narrative.

Event description:
It was reported that this pacemaker's battery was depleting faster than expected. At data review, it was confirmed that power consumption was increasing gradually and consistently with the hydrogen gas content in the sealed pacemaker atmosphere. It was recommended to have this pacemaker replaced or reevaluated in the next 90 days. Device remains in service. No adverse patient effects were reported.